Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported by the rep on january 9, 2020. They reported that the cause of the high impedances was due to a connection being out. They reprogrammed around the connection that was out to resolve it. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a160, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain via a manufacturer¿s representative (rep). The rep reported that impedances on electrode 7 were high, do not use. The rep reported that current programming didn¿t use that electrode. No further complications were reported.